Event description:
Pt in for arthroscopic exam for knee repair. When physician attempted to grab foreign body with the meniscus grasper, the metal tip broke off. The loose fragment was located and retrieved from wound by the physician. No pt consequences was reported.